Event description:
The pt was hospitalized for elevated blood glucose levels and "a fall". The pump was reported to have a damaged screen at the time of admission.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged display screen consistent with the initial report, and demonstrated that the pump insulin delivery was operating within required specifications and delivery accuracy.